Manufacturer narrative:
Device not returned.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017 due to an impedance anomaly. No further information was available.